Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc reference failure. The customer reported the device was in use and there was no patient harm. The field service engineer fse inspected the device and replaced the gas delivery system to address the reported problem. The unit passed all applicable testing.